Event description:
It was reported that, "the screws crossed threaded while she was inserting them into the plate. The screws damaged the plate. Surgeon was frustrated and extended operating room time."

Manufacturer narrative:
Additional info has been requested and if received will be submitted on a supplemental report. Same pt event as MDR 8031020-2010-00063.